Event description:
During evaluation of a returned minicap transfer set, it was discovered that the main body of the transfer set was cracked. There was patient involvement but no patient injury or medical intervention was reported along with this complaint. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable minicap transfer sets was identified. The sample was returned and an evaluation was performed. During visual inspection of the device it was noted that the occluder feet were broken and the main body of the transfer set was cracked. The patient adapter was also observed to be discolored. Leak testing and clear passage testing was performed with no issues noted. The cause of the observed crack was unknown. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).